Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the pump was in a motor stall since may. No symptoms were reported. It was unknown if the issue was resolved. No further complications were reported. Document contained no new information.